Event description:
A customer reported experiencing multiple tandem mobi cartridge alarms since (B)(6) 2025, leading to blood glucose levels displayed as "high", although no specific value was provided. The customer used a correction bolus via the pump for all events and did not require third-party assistance. Customer technical support (cts) confirmed the cartridge alarms and decided to replace the pump while advising the customer to continue using the current pump with updated software. Cts provided instructions for returning the faulty pump and programming settings into the new one, which the customer understood and acknowledged.